Event description:
Lifecor customer support noticed several "battery charger fault" flags on both battery packs on a recent download from a female patient. Support contacted the patient because they wanted to replace her monitor, battery charger and battery packs, but they got no answer. On 09/19/2007 and 09/20/2007 support tried to contact patient and left a message. On 09/20/2007 the patient called back. Support explained that they were replacing her monitor, battery charger, and battery packs.

Manufacturer narrative:
Battery charger; battery pack - 08/2007; battery pack - 08/2007; monitor - 04/2007. Device evaluation summary: device evaluation of battery charger, both battery packs, and monitor have been completed. The reported problem was confirmed. The cause of the "battery charger fault" flags was corrosion on the circuit board where the battery connector attaches. The root cause of the corroded circuit board was probably liquid spillage into the battery well area of the charger. The battery charger was scrapped. Both battery packs, and monitor passed all functional tests. They were restocked. No adverse event resulted from the damaged charger. The patient received replacement battery packs, monitor, and charger.